Manufacturer narrative:
Date rec¿d by MFR : 02aug2019, date of report : 06aug2019. Repair information was confirmed. The customer reported that the issue was resolved by replacing the power cord. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/12/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the battery was depleted. The customer reported that now when charging, the cooling fan surges. There was no patient involvement.